Event description:
It was reported that during a da vinci si low anterior resection procedure a vessel sealer instrument stopped cutting. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Visual inspection showed the instrument blade was exposed out of the garage which would confirm the loss of cutting function. The knife blade and blade tract were clean of bio-debris. The instrument was placed on a in-house system and it immediately failed homing. The instrument was removed and the instrument grip was checked to ensure the knife blade was aligned with blade tract. Instrument was placed back on the system for second attempt and passed homing. Additional observation not reported was a dislodged snake wrist. Once the instrument passed homing, the instrument was driven for additional testing. The instrument had non-intuitive movement. Further inspection found one wrist disk at the snake wrist dislodged. No other damage was found. Remote fe showed one blade jammed and 3 homing failures on the mcs log. Icb log showed the instrument made several attempts to pull blade back into garage before the blade jammed. Another vessel sealer instrument was used after the homing failed. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged snake wrist,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.